Manufacturer narrative:
(B)(4).

Event description:
The customer complained of questionable results for elecsys probnp ii immunoassay, elecsys cea assay (cea), and elecsys total psa immunoassay (tpsa). Of the data provided, one patient had a reportable malfunction for cea and one patient had a reportable malfunction for tpsa. The customer performed testing on a cobas 8000 e 602 module. For patient 1 the initial tpsa result was 20.32 ng/ml. The sample was auto rerun with a result of 4.09 ng/ml. The sample was reloaded onto the analyzer again and a tpsa result of 20.42 ng/ml was obtained. The customer also ran the sample on another cobas analyzer and received a tpsa result of 21.31 ng/ml. The tpsa result from the other analyzer was deemed to be correct. For patient 2 the initial cea result was 29.3 ng/ml. The sample was auto rerun by the analyzer with a cea result of 44.3 ng/ml. Patient information for patient 2 was requested but was not provided. The erroneous results were not released outside of the laboratory. There was no adverse event. The tpsa reagent lot was 21602700 with an expiration date that was requested but was not provided. The cea reagent lot was 21891000 with an expiration date that was requested but was not provided. The field engineering specialist found that the measuring cell and the sipper flow path required liquid flow cleaning. The customer performed liquid flow cleaning 3 times. The customer ran calibration and qc testing on affected assays with acceptable results. The customer and re-ran patient results with no further precision or reproducibility issues, specific results not provided. Further investigation confirmed the issue was resolved due to the field engineering specialist initial findings.